Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was found in fallback/safety mode after approximately one year of implant duration. The device reached elective replacement indicator (eri) on july 20, 2004 and end of life (eol) on august 19, 2004. On august 19 the device entered into safety mode. The local guidant representative was unable to reprogram the device from the safety mode. It was noted that from the time of the implant, only 2 shocks were delivered by the device. The device was explanted and subsequently replaced. The device will be returned to guidant for analysis.